Manufacturer narrative:
No button error alarms noted. The device had no button response due to corroded keypad traces on the up arrow button. No unexpected numbers ramping or scroll bar moving with no input noted. The device had a cracked case at the display window corners and cracked display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 104 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.